Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call sensor glucose versus blood glucose differential. Customer's blood glucose was 5.9 mmol/l. Customer's sensor glucose level was 3.8 mmol/l. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised that the sensor would be replaced.